Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported four or five tampons had strings missing and were unavailable to aid in the removal of the tampons. She was able to manually remove the tampons with no medical assistance and experienced discomfort. No further information has been received.